Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 12-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient morphine 10 mg/ml at 3.5 mg/day via an implantable pump. The other medications the patient was taking were fentanyl patch and clonidine patch. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient was experiencing withdrawal symptoms. An in office cap (catheter access port) procedure was performed and was unsuccessful. The patient was scheduled for a catheter revision. The physician just ¿pulled old catheter¿ and replaced it with a new catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.